Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during air removal from the cartridge using the syringe, a continuous stream of air was observed. Customer's blood glucose level was 131 mg/dl. Reportedly, the customer primed the tubing to resolve the issue.